Event description:
Boston scientific received information that this detected noise on this defibrillation lead. As a result pacing inhibition was reported. In addition, the noise was sensed leading to an unnecessary shock and over 30 diverted episodes. This noise could be recreated with isometrics. All other lead measurements were reported as stable. Technical services provided troubleshooting suggestions. No adverse patient effects were reported.

Manufacturer narrative:
Further information from the field representative noted that the sensitivity was changed to least which improved the noise. The patient was scheduled for defibrillation threshold testing and potential lead revision. The device was later explanted, unknown cause. Information suggests this lead remains in-service. Should additional information become available this event will be updated. It was later reported that this lead was explanted the reason was not provided as a non-boston scientific company was involved.